Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on morning of (B)(6) 2010. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged power issue. At an unknown time later, the patient claimed she developed symptoms of tiredness, dehydration, and nausea; it is not known, however, if the patient was already symptomatic when the alleged meter issue began and it is also not known what the patient's last blood glucose result was prior to the alleged meter issue. Later that day, the patient indicated she tested with another device and obtained the following blood glucose results: "500mg/dl" at 2pm, "300mg/dl" at 4pm, and "200mg/dl" at 7pm. The patient reportedly was administered 2 units of humalog as treatment by a non-health care provider at approximately 2pm. At the time of troubleshooting, the csr verified the patient was using the correct type of test strip. The csr noted that the subject meter powered on manually; however, did not power on with the test strip. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k073231.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 5 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.